Event description:
Reporter indicated a vns patient had "passed away." The cause of death was unknown, when initial report was received by manufacturer. The vns therapy system was returned to manufacturer for analysis. Additional follow up with treating neurologist and medical examiner have reported that cause of death will not be released until analysis of explanted vns therapy system is completed. Analysis was performed on the returned pulse generator and no performance anomalies were identified.

Manufacturer narrative:
No anomalies were identified with returned pulse generator which may have caused or contributed to the reported death.